Event description:
It was reported that the procedure was performed to treat a heavily calcified lesion in the superficial femoral artery (sfa). A 7.0x80mm armada 35 balloon dilatation catheter (bdc) was attempted to be used for vessel dilatation; however during the first inflation the balloon was noted to rupture at 4 atmospheres. The bdc was removed and a non-abbott device was used to complete the procedure. There was no reported adverse patient effect nor clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information received, the investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulty. In this case, it is likely that the balloon interacted with the heavily calcified anatomy such that the balloon became damaged and subsequently ruptured during inflation. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.